Manufacturer narrative:
(B)(6) - no reported machine problem. Machine investigation showed no problem. There is no info that reasonably suggests that the device may have caused or contributed to the event. Medwatch is being submitted solely due to an adverse event during a hemodialysis treatment. (B)(4).

Event description:
The dialysis clinic reported hemolysis during analysis. Pt was received from post anesthesia care unit, s/p post access surgery. Ten minutes into a hemodialysis treatment, pt became hypotensive and nauseated. Blood was noted to be light in color. Treatment was discontinued. Lab test results showed a hemoglobin of 6.6, hematocrit of 20 and a potassium of 6.7. The following day, the physician requested for add'l tests: haptoglobin was 4.0 and ldh was 359. Dialysate sample drawn showed 3 colonies, but no electrolyte panel was done. Machine passed the tests pre treatment. It was negative for residual disinfectant. There were no blood line kinks noted. The pt received two units of blood.